Manufacturer narrative:
The gore® excluder® internal iliac component hgb161407 / 18084755 was discarded at the facility. An evaluation of the hgb component was therefore not peformed.

Event description:
The following information was reported to gore: on (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm (aaa) and a common iliac artery aneurysm and was treated with gore® excluder® aaa endoprostheses as well as gore® excluder® iliac branch endoprostheses. During a crossover advancement of the gore® excluder® internal iliac component hgb161407 through a 12 fr sheath into the internal iliac artery, the catheter was retracted as resistance was felt. During the retraction movement the entire hgb device unintentionally deployed inside the sheath and the leading olive reportedly separated. The sheath was subsequently removed from the patient and the sheath¿s dilator was used to completely retrieve the device from the sheath. A new hgb internal iliac component was selected and the procedure concluded as planned.